Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect will be fixed in a later version.

Event description:
It was reported that one field's gantry angle was set to 320, but after it exported to (B)(4), that gantry angle was 0. Then when the plan was exported locally with dicom export, and opened with dcmtree, the result was that all segment's angle was 0. From ui screenshot, customer did set the angle to 320. There was no report of mistreatment based on the available information.